Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Inratio low. Results as follows: meter-inr: 2.1, (hospital) lab-inr: 5.7. Pt tested inr=2.1 on the inratio. Six to nine hours later tested inr=5.7 at the hospital. Pt had blood in his urine. Pt's range is 2.0-3.0.

Manufacturer narrative:
Summary: end-user reported accuracy discrepant test result. Troubleshoot revealed tests were done 6 to 9 hours apart. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Accuracy test record was reviewed. Recent test confirmed retain strip deficiency was not established. Further testing is not required at this time. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to return. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 2.1, reference: 5.7, mean: 3.90, confidence-limits: 2.3-5.7. {per tsr, lab test was done six to nine hours apart from inratio results}. Tests were done more than three hours apart. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Since time of test exceeded three hours there is a high possibility that the discrepancies are due to changes in the status of the pt. The mean of the inratio meter and comparative system inr were calculated. See below for additional investigation on retained strip ln 213040a. In-house accuracy test: donor 1, donor 2, meters (B)(4). In-house meters (B)(4). Retained strip: (B)(4) (strip (B)(4)). Results: the allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for each lot are within the allowable bias. These meet the above criteria. No further action is required. No strip deficiency was established.